Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented for routine device check. Upon egm inspection, failure to capture rv lead and possible noise signals were noted. At subsequent follow-up, the lead was capped and replaced. The patients condition is good after the event.